Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that a new sensor prompt occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a new sensor prompt is reportable based on the finding of a an early sensor expiration . No injury or medical intervention was reported.